Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. Follow-up with the physician's office determined that the lead was replaced due to impedances lower than 250 ohms in unipolar and bipolar, and that sensing difficulty was noted in bipolar. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the lead was returned to the manufacturer in segments, analyzed and found with the inner insulation breached and metal ion oxide was present. It was also noted that the distal conductor was stretched.